Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the implantable neurostimulator depleting from 100% to 10% overnight was not determined. The manufacturer representative called the patient and walked him through how to lower the amplitude from 4.2 to 3.0 and it worked somewhat, but the patient still has to recharge every day. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient is going to bed with the ins being charged to 100 percent and wakes up in the morning and the ins is down to 10 percent. This has been going on for the last 2 weeks. No further complications were reported.